Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 199 along with concurrent vaginal hysterectomy, anterior/posterior repair due to uterine descent, sui, rectal/anal incontinence, and cystocele. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal (with placement of alloderm graft) on (B)(6) 1999 due to incomplete vaginal closure, cervical vaginal suspension. It was reported that patient underwent repair and excision of infected sutures, mesh, and tissue on (B)(6) 2005 due to sinuses at the vault and r lateral vaginal wall w/abscess, occult small bowel evisceration, purulent vaginal discharge, granulation tissue mixed with exposed, eroded ethibond sutures (per operative report ¿consistent with ethibond sutures.¿)

Manufacturer narrative:
It was reported that the patient underwent a cystocele repair augmented with surgimend on (B)(6) 2011 due to grade IV large cystocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.